Event description:
It was reported that post port placement procedure, the port septum was allegedly leaked and difficult to be flushed. Manual flushing made a subcutaneous swelling which was caused purely by physiological water, so the extravasation was not treated with medication. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: (B)(6) 2018). Device pending return.

Event description:
It was reported that sometime post port placement procedure, the port septum was allegedly leaked and difficult to be flushed. Manual flushing made a subcutaneous swelling which was caused purely by physiological water, so the extravasation was not treated with medication. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one titatium powerport l/p port attached to a catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed. The investigation is inconclusive for the reported flushing issue as the exact circumstances at the time of reported event is unknown and cannot be verified from the returned physical sample. However, the investigation is confirmed for the reported leak issue as a leak was observed from the port septum. Furthermore, during microscopic observation, a complete circumferential break was noted on the distal end of the catheter attached and striations were noted throughout. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement procedure, the port septum was allegedly leaked and difficult to be flushed. Manual flushing made a subcutaneous swelling which was caused purely by physiological water, so the extravasation was not treated with medication. There was no reported patient injury.